Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on 06/13/2024. The patient experienced cgm accuracy issue which occurred the day the day after the sensor was inserted into the arm. The patient was new to the dexcom device and called into report inaccurate cgm readings, citing that the values were consistently ¿20 or more points different¿. The patient was asymptomatic during this event. One of the inaccurate examples provided was that the cgm was reading 56 mg/dl and the bg meter was reading 75 mg/dl. The patient stated that when the cgm was reading 56 mg/dl, she also received an urgent low soon alert, which scared her. Therefore, she called emergency medical services (ems). Ems arrived and transported her to the emergency room (ER). The patient stated urine and blood work was done at the ER and that ¿everything was good.¿ the patient was treated with IV dextrose. No cgm/bg meter comparison values were reported while the patient was with ems or while she was in the ER. The patient was discharged home later the same day. The patient was in good condition at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that there was a difference in readings of 20 or more points different. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia.